Manufacturer narrative:
The device has not been returned to nuvasive following explantation. The root cause of the loosened screw and the vertebral fracture are unk at this time. Product labeling states that "the pt should be instructed to limit post-operative activity as this will reduce the risk of bent, broken, or loose implant components. The pt must be made aware that implant components may bend, break or loosen even though restricted activity is followed." If add'l info becomes available, a subsequent report will be filed.

Event description:
Three months after an acdf procedure at c4-c6 with implantation of a helix plate, one of the screws at c6 was reported to have loosened and backed out. The pt reportedly also exhibited a c6 vertebral fracture. The revision surgery reportedly occurred on (B)(6) 2010 and another MFR's plate was implanted.